Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver and unspecified solution. The option-lok male adapter of the tubing set was connected to an unspecified device. After 24 hours in use, the customer contact reported the option-lok male adapter disconnected from an unspecified device. It was reported that an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no addition info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.